Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057 , product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was worried the leads moved because they never feel stimulation unless they increase it. They kept increasing stimulation and they were feeling it in their back. They were advised to remain comfortable. No further patient complications have been reported as a result of this event.